Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(4), ubd: 13-apr-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 13-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on the (B)(6), the patient had experienced a sharp pain in their back that had progressively gotten worse, ever since they had bent over to pick up their cane. It was also noted the patient had to charge their ins 3 times in a 24 hour period. The patient had their staples removed on (B)(6) 2020 and their ins was turned on around that time. The patient had recharged the ins to 100% and raised stim intensity from 5.4ma to 11.1ma. Activities were reviewed as it pertained to labeling and recharging expectations. The patient stated they were bedridden from the pain and they were not receiving any relief from the ins. The patient was scheduled for x-rays on (B)(6) 2020 and it was noted there was a potential lead migration.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the rep indicated that they met with the patient and x-rays show that the leads look good and all impedances are good. They stated that they reprogrammed the patient, and they are hoping this will resolve the issues.